Manufacturer narrative:
(B)(4) 2018 - elevated battery consumption message came up again, received a new data analysis from the information sent in. The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data from 2016 have already been analyzed. The data documented a higher value of the current consumption on the (B)(6) 2016, confirming the clinical observation. The current received device data from october 24, 2018 documented as well an elevated current consumption. However, the battery status is mol 1 with a remaining battery capacity of greater than 70%. Based on the information available for analysis the root cause for the clinical observation could not be determined. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data confirmed the clinical observation. However, the root cause could not be determined based on the information available for analysis. Should further relevant information or the device itself become available for analysis, this investigation will be updated.

Manufacturer narrative:
(B)(4).

Event description:
An error was seen during a routine follow up regarding elevated power consumption. Tests can be performed and the device appears to be function normally, but the error message remains through the entire follow up. The device will followed via home monitoring.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analyzed. The data documented a high value of the current consumption on the (B)(6) 2016, confirming the clinical observation. However, based on the information available for analysis the root cause could not be determined. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data confirmed the clinical observation. However, the root cause could not be determined based on the information available for analysis. Should further relevant information or the device itself become available for analysis, this investigation will be updated.